Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.80x26 graftmaster rx is filed under a separate medwatch report number.

Event description:
It was reported that a perforation occurred in the heavily calcified, heavily tortuous, 90% stenosed, de novo lesion in the mid-left anterior descending (lad) artery. A 3.5x26mm graftmaster rx covered stent was advanced but could not cross the perforation. The graftmaster was removed without issue. A 2.8x26mm graftmaster rx covered stent was then advanced but also could not cross the perforation. This graftmaster was also removed without issue. There was no adverse patient sequela. An unspecified balloon along with reversal of the anticoagulant was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.